Manufacturer narrative:
The mammostar biopsy site identifier is a sterile, single-patient use device that is placed into soft tissue during a biopsy procedure to radiographically mark a surgical location. In all cases, the mammostar biopsy site identifier is used in conjunction with a biopsy needle and other accessories to complete the biopsy procedure. It was reported that the patient had two mammostar biopsy site identifier (catalog # and lot # unknown) place after a biopsy procedure on (B)(6) 2021. Within a few hours of each biopsy, the patient reports having airway constriction, throat soreness, mild itchiness, wheezing upon exhalation and possibly some hives around the jawline. No testing on the specific device has been conducted as the device is still implanted. The device history record were not review as we have not received enough information related to the actual device. Biocompatibility testing was conducted as part of the initial qualification of this device and was determined to be nonimmunogenic. A related experience review was conducted with one similar instance of this type of event being reported for all mammostar devices.

Event description:
The patient reported experiencing symptoms after a double biopsy on (B)(6) 2021. Within a few hours of each biopsy she reports having airway constriction, throat soreness, mild itchiness, wheezing upon exhalation and possibly some hives around the jawline.